Event description:
The customer contacted baxter's technical service center to report a system error on a homechoice (hc) patient connected during fill 3 and the home patient (hp) stated they resumed setup with the same supplies after the system error. The technical service representative (tsr) initiated a swap after the hp cycled power off. Upon clearing the error, the hc alarmed a system error 2265, ending the therapy. The hp stated that they resumed setup with same supplies and proceeded to the initial drain. The initial drain volume equaled 978 ml. The tsr had hp stop the drain. The tsr assisted with the end of therapy early procedure. The tsr would swap. The hp had left a message with peritoneal dialysis registered nurse (rn). The hp would follow up with the rn in the morning. The rn would assist with programming the new hc. The tsr advised the hp to call in the future for troubleshooting assistance if system error occurs on hc. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was a patient involved, but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed.